Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture note: initial reporter postal code is m1p 2t7 if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with a mentor memorygel breast implant (B)(4) and suffered from a baker grade iii capsular contracture. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the left breast implant.